Event description:
It was reported to philips that the system failed to boot due to flexvision pc bios and battery issues on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconfigured the bios and replaced the pc battery 3v and flexvision-2 pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).